Event description:
It was reported a balloon had been difficult to remove. A procedure was being performed with a 7 x 100 ranger drug coated balloon. Post inflation of the balloon, the physician had difficulty in removing it. The physician was able to pull the balloon into the sheath and then remove the sheath and balloon together. No complications occurred to the patient.